Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 11/10/2016. Date of follow-up report : 01/27/2017. One lf1723 was received for evaluation. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the metal clicker to have disengaged from the body of the device. The device showed signs of heavy usage. The reported condition was confirmed. Engineering conducted an investigation into the failure. The log taken from the device's rfid chip showed the device was activated 523 times and completed 501 seals. Over use of the clicker by moving it rapidly in opposite directions such as using it as a dissector would tend to fatigue and break the flap. The investigation identified the root cause to be the user over using the device and using the device in manner which is not recommended. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer stated that a small piece of metal was found on the drape during a proximal pancreaticoduodenectomy. It was found that the piece was from the ligasure device. This did not fall into the patients cavity. There was no injury to the patient.